Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood glucose level was 50 or 58 mg/dl. The customer was treated with glucose syrup, juice, and milk. Standard troubleshooting was performed. The insulin pump functioned according to specification. The customer was advised to talk to his health care provider about his low blood glucose levels. The product is not being returned. Nothing further was reported.